Manufacturer narrative:
Only a portion of the screw was available for evaluation. Only a portion of the broken screw could be evaluated. Evaluation summary: testing was not performed on the screw, only a portion of the screw was returned. A visual inspection was performed on the returned portion of the screw using 5x magnification and calipers and revealed that break occurred at .221/.241" (angled) from the top of the head. The visual inspection did not reveal a known cause for the screw to break. A review of the manufacturing paperwork (device records) revealed that the processes were met according to drawing specifications held in the device master record. A review of our inspection paperwork also confirmed that the mfg. Processes were met according the device master record. An incomplete device was returned and the cause of the failure was not found. Gramedica received the device in a condition making a thorough evaluation impossible. For metallic internal fixations devices this is a known potential risk, and stated on our package insert, instructions for use rev. 1. Gramedica has reduced this potential risk by performing mechanical tests on the screws per (B)(4) from a medium risk level to a low risk level.

Event description:
Patient presented with persistent/constant pain, leading to the discovery of the broken screw. Removal was performed on (B)(6) 2012.